Manufacturer narrative:
A philips field service engineer (fse) went onsite and determined that the speaker was faulty and required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The fse replaced the speaker to resolve the issue, and the device was returned to use at the customer site. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporter and reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was an alarm on the speaker. The allegation was clarified, and there was no sound and a ¿speaker malfunction¿ inop message. The device was in use on a patient at the time of the event. There was no adverse event reported.